Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver's alarm history was reviewed and revealed a 31 alarm fault code; this alarm can be produced during an onboard battery exchange while operating only on battery power or if an onboard battery is not fully latched in place, and was most likely the alarm experienced by the customer. Visual inspection of the driver found extensive damage to the left battery well and button and a broken right safety battery latch, indicating rough handling/improper use. An onboard battery insertion/ extraction test was performed using the onboard batteries returned with the driver. (All onboard batteries were determined to be fully functional.) Despite the broken safety battery latch, the driver did not alarm during the battery insertion/extraction test. The customer-reported alarms were not reproduced during investigation testing. Additionally, the driver passed all pressure performance metrics associated with both normotensive and hypertensive settings. The root cause of the reported alarm was not able to be determined from this investigation, but the alarm was most likely recorded during an onboard battery exchange while operating on battery power only, or if an onboard battery was not fully latched in place. The right safety battery latch was found to be damaged, most likely due to rough insertion of the batteries into the driver. An alarm would not be caused by a broken safety battery latch alone, but it may prevent a battery from being fully latched into place, which will cause an alarm. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.